Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed the universal surgical manipulator (usm) 1 and 4 drifted during deployment for docking and seemed free to move until the clutch button was pressed. The technical service engineer (tse) reviewed event logs and determined that the deploy-for-docking process had been interrupted by the customer around the time of the event, which may have explained the behavior. The customer continued with the procedure using the same system configuration with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred in the "deploy for docking" moment. Usm 1 and 4 were working properly during the surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and identified that the universal surgical manipulator (usm) 1 and 4 were not passing the system calibration test. The fse replaced the usm¿s to resolve the issue. The system was tested and verified ready for use. Isi has not received the usm's involved with this complaint as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.